Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction: section d2a - common device name corrected.